Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Electrogram review revealed one non-sustained ventricular oversensing episode. Myopotential inhibition of pacing was also noted. No intervention performed. The patient will be monitored.